Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station failed to launch application. The field service engineer (fse) re-imaged the system via universal serial bus (usb), installed remote support service and component manager, and attempted a data sync multiple times, which initially failed. After adjusting the network speed, the sync completed successfully, and post-testing confirmed there were no further issues. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, an error was displayed when attempting to enter patient information, after which the system automatically logged out and access to medications was unavailable. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.